Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient suffered a comminuted interarticular fracture of the left wrist. The patient underwent a closed orif using demineralized bone matrix putty nine days after the injury. An unknown time post-op, the patient had an epl rupture. 6-month post-operative x-rays showed fracture union.